Event description:
It was reported that the patient experienced a lack of stimulation. The patient fell directly on their implantable neurostimulator (on their right buttock). Additionally, it was reported that the patient experienced a surging sensation. The patient was laying in bed with stimulation "on" but could not feel it, however, stimulation "came on fairly strong and made her jump out of bed." No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.